Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had failing fluid occlusions testing was not identified during the customer call. However, to address the issue, tech support recommended to get the correct pressure sensor.

Event description:
It was reported that the device had failing fluid occlusions testing. There was no patient involvement.